Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Ppd and medical records received. Ppd and medical records were received on 12/2/2013 with the alert date of 4/22/2013. These records were reviewed for MDR reportability on 5/6/2015. Ppd alleges infection. After review of the medical records for MDR reportability, the patient was revised on (B)(6) 2010 for pain, swelling, and infection; but only the head and liner were revised. The patient was revised again on (B)(6) 2011 for continued infection. All implants were removed and prostalac was placed. The stem has already been reported on (B)(4). The implants (liner and head) placed on (B)(6) 2010 are not being reported as the patient was already infected.